Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device's screen shows black on boot up. There was no patient involvement reported.